Event description:
It was reported that the right ventricular (rv) lead exhibited high to undefined impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis found the distal conductor of the lead developed a fracture due to flexing while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead developed a cosmetic depression while in vivo. Electrical resistance and continuity of distal coil test results were failed. Destructive analysis was performed and found distal conductor fractured flexed/in-vivo. Concomitant products: 5076 implantable pacing lead 2003 (B)(6). (B)(4).